Event description:
The manufacture's field service engineering (fse) reported that during servicing, the fse experienced the unit displayed primary alarm failure after replacing the data acquisition to motor controller cable, power management and cpu. Customer reported that there was no patient involvement.